Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of bur could not be inserted was confirmed. The likely cause of failure is due to damaged/broken tip bearing. It was also noted that the deterioration of the color code and markings was observed. Date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further info rmation is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bur could not be inserted. The patient impact was unknown. Additional information was received stating that damaged/broken tip bearing was found during evaluation.